Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exhibited memory loss after being exposed to radiofrequency. The device was successfully repro- grammed, but during a follow-up one month later, the battery impedance was 20 kohms.